Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. The device evaluation is not complete; it is ongoing at this time.

Event description:
A nurse reported that after the listed tracheostomy tube was placed in use with a patient, the ventilator alarmed, and the cuff was found leaking (device use time is unknown). According to the reporter, an emergent tracheostomy tube replacement was required. The reporter explained that the device was checked for leaks prior to intubation, and none were noted. Additionally, the reporter explained that after the device was removed from patient use, it was tested for leaks a second time, and none could be identified. The device had been reprocessed one time before the reported event. No permanent adverse health effects were reported as a result of this event.

Manufacturer narrative:
The reported custom tts tracheostomy tubes were returned for investigation. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and both devices were observed as used with some residue and hair wrapped around the connector. An inflation test was performed and the cuff on both devices was inflated with 10cc's of air using a syringe. The cuffs inflated and were found to be normal, with no signs of resistance or leakage observed. No obvious defects were noticed during the inflation/deflation of the devices. A system leak test was also performed and each device was then filled with 10cc's of water and allowed to rest for two hours. The devices were found to be functioning as expected with no obvious leakages and visual defects. The fault could not be confirmed. The device and the investigation of the issue could not confirm the fault occurred. MFR# clarification: new registration number 3012307300 (minneapolis, mn) has been received, however, this initial MDR was filed under the prior registration number 2183502 (st. Paul, mn).